Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of postoperative non-union is unknown. Additional product codes for this report include hwc. (B)(4). The original implant procedure was performed on an unknown date. Per facility, the complainant part was discarded and is no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was previously implanted with an 8-hole locking compression plate (lcp) and seven (7) unknown screws during a humerus repair procedure on an unknown date. Sometime thereafter, the patient had an x-ray performed, which identified a hypertrophic non-union. The patient was returned to the operating room on (B)(6) 2016 to have the original hardware removed. Each piece was removed intact and the patient was revised to another plate and screws. The patient's t-operative status was reported as stable. This report is 1 of 2 for (B)(4).